Event description:
It was reported that pump experienced malfunction alarm without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance from representative, did not experience repeat malfunction, and was advised to continue using pump and call back if issue recurred, which customer understood.